Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported device failure and/or patient complications occur when caring for this patient while using the accucath ace¿ intravascular catheter. It was reported there was catheter leakage with a catheter related blood stream infection (crbsi).